Event description:
The baby being deliverdd had meconium stained fluid. Upon delivery of the head on the perineum, the oralpharynged area was suctioned using the sherwood argyle delee mucus trap #8888 suction catheter. About 8cc of meconium stained fluid was removed. The baby was delivered and placed on the warmer. Rptr placed a laryngoscope blade into the baby's mouth to look at the mouth and vocal cord for any more meconium. As rptr attempted to suction the oralpharnged area with the sherwood catheter (the catheter was lying on its side. It is impossible to keep it up straight). The fluid was sucked up the tubing going to the filter, the filter plugged and shut off the suction to the catheter. On other catheters there is no filter and if fluid goes up the suction tubing, it would go directly to the suction bottle below the warmer. By having the filter clogged, rptr had to change the mucus trap in the middle of suctioning out the baby. By delaying the suctioning procedure, this could cause the baby to aspirate the meconium fluid down into their lungs thus causing meconium aspiration syndrome with possible pneumonia, pulmonary hypertension, and if very severe eventually could cause death. The co has been notified of this problem and thinks there is nothing wrong with their delee mucus trap.